Event description:
In 2006, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. In 2007, an ultrasound revealed a proximal type I endoleak. On the same day, a gore excluder aaa endoprosthesis aortic extender component and a palmaz balloon expandable stent were implanted; the proximal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2006, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pxt261416/lot#04315384) and a gore excluder aaa endoprosthesis contralateral leg component (pxc141200/lot#04263747) were implanted. In 2007, a gore excluder aaa endoprosthesis aortic extender component (pxa280300/lot#04990751) was implanted.